Manufacturer narrative:
(B)(4).

Event description:
Patient was admitted to the ICU due to a stroke and was in status. The etiology on what could have caused the patient's stroke was unknown to the treating physician. The patient has a baseline cognitive delay so communication with the patient is difficult. The doctor had identified three or four seizures and had provided medical treatment outside of the vns. Additional relevant information have not been received.